Event description:
Received information that an 840 ventilator gui went blank while in use on a patient. There was no patient harmed or injured as a result of the event. Covidien representative inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). Ventilator passed all testing required for this device.

Manufacturer narrative:
(B)(4).